Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock lead impedance. Technical services (ts) reviewed the device data and confirmed a shock lead impedance measurement of approximately 129 ohms, with a slight upward trend noted. Ts discussed that this value remains consistent with patient-related variability and recommended considering an increase of the upper out-of-range alert threshold while continuing to monitor. No adverse patient effects were reported. This rv lead remains in service.